Event description:
It was reported while using bd veo insulin syringes with bd ultra-fine needle foreign matter was found. The following information was provided by the initial reporter: I've been using them for years, but about 2.5 years ago I suddenly had about 2 days worth of shots become what appeared to be infected. Red, swollen, extremely painful. Nothing in my routine had changed. When I looked closely, my insulin look compromised. First time in over 25 years. I started a new vial of insulin, and the sores healed over the next week. Months later, it happened again, but only a few shots this time. Since then, I try to keep an eye on my syringes.

Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo insulin syringes with bd ultra-fine needle foreign matter was found. The following information was provided by the initial reporter: I've been using them for years, but about 2.5 years ago I suddenly had about 2 days worth of shots become what appeared to be infected. Red, swollen, extremely painful. Nothing in my routine had changed. When I looked closely, my insulin look compromised. First time in over 25years. I started a new vial of insulin, and the sores healed over the next week. Months later, it happened again, but only a few shots this time. Since then, I try to keep an eye on my syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.